Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, negative pressure could not be applied. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was broken, due to this condition the plate was not able to be closed easily. However, it could not be related to manufacturing process since at plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this material factor could contribute to the reported complaint defect. In accordance to instructions for use (IFU) for this medical device, this is a suctionreservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that this machine factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is verified and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.